Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider spoke to technical services to advise that both axles are bent and the wheels touch the arm pads.